Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of d10 was noted to be leaking after less than 24 hours of infusion. No patient harm reported.

Manufacturer narrative:
Concomitant products: non-bd arterial line transducer set; (2) non-bd extension tubing; (2)non-bd stopcock; non-bd needleless adaptor; bd 60ml syringe, therapy date (B)(6) 2016. The customer¿s report of an IV set leak was confirmed. The set was visually inspected for damage. Segments of the extension set contained a red/brown liquid that appeared to be blood. The female and male luers of all sets were visually inspected under magnification. A vertical hairline crack was visible on the female luer adaptor. No stress or tool marks were observed. Functional testing was performed and confirmed a leak from the crack. The root cause of the crack was not identified.

Manufacturer narrative:
Correction initial reporter address.